Event description:
On 9/15/94, this lead was abandoned as nonfunctional and was replaced with another lead. Fluorosocpy on 5/1/96 demonstrates two fractures (class ii) of the j-wire. Rptr is attempting to obtain films from 9/15/94 to determine if the lead was fractured at that time. No firm plans for explantation at this time.